Event description:
Went to scan device and it said it was needing a new one even though it hadn't been the full 14 days (B)(4); reported by hcp did not consent to follow up all available information is provided in this report no further clarification is available.